Event description:
The patient bent over and heard a pop in his back. Afterward, the patient felt no stimulation sensation and had a lost therapeutic effect. There was a painful knot over his back. The patient was unable to adjust stimulation. The patient programmer was working. When the patient adjusted stimulation to the highest amplitude setting, he felt no stimulation. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
Sudden loss of stimulation - case unknown.